Manufacturer narrative:
Device function properly during rewind and basic occlusion, occlusion, prime/compromised force sensor system, the excessive no delivery and displacement test. No excessive no delivery alarm noted. Insulin pump was received with scratched lcd window and cracked reservoir tube lip.

Event description:
Customer reported via phone call that the device was not delivering insulin and the device had alarmed no delivery alarms. Customer's blood glucose was 535 mg/dl. Customer had changed his set and site multiple times. Customer reported he had tried all remedies. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.